Event description:
The customer reported that the jaws could not be re-opened after application during a gastrectomy. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury. No additional information has been made available regarding the incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.